Event description:
As reported by the edwards clinical specialist, during the transcatheter aortic valve replacement (tavr) procedure, following valve deployment of a 23mm sapien transcatheter heart valve (thv), transesophageal echocardiogram (tee) confirmed moderate to severe central aortic insufficiency (cai). In addition, the pa pressures and left ventricular end diastolic pressure (lvedp) were elevated; higher than at baseline. A decision was made to deploy a second valve. After the second valve was deployed the aortic insufficiency immediately resolved and the patient¿s hemodynamics improved. Tee confirmed zero central aortic insufficiency and 1+ paravalvular leak. Angiogram results also showed minimal aortic insufficiency. The patient remained stable throughout assessment and prepping of the second valve. Per the report received, the first valve was placed 50:50 across the 21mm aortic annulus; sinus of valsalva measured approximately 22.6mm across. Following deployment of the first valve, the physician questioned whether the valve leaflets were coapting. The physician team pulled back the extra-support wire into the aorta thinking it was contributing to the cai; however the cai did not resolve. They also lightly manipulated the pigtail to tap the valve leaflets to see if movement/coaptation would improve to no avail. A decision was made to implant a second valve. The second valve was implanted in the exact same position within the first valve. During investigation of this event, it was reported that there was nothing unusual about the sapien valve during prep or crimping of the device. The valve looked fine via visual inspection, out of the package, partial crimp and full crimp. During the procedure, there was good co-axial positioning. The first valve was positioning 50:50 pre-deployment (full volume deployment) and held for 5 seconds. Final position of the valve was 60:40 aortic. The second valve was positioned exactly the same with good result. There was no loss of capture during pacing.

Manufacturer narrative:
A device history record (DHR) review for the sapien valve was performed and all manufacturers' specifications were met prior to release for distribution. Imaging for this case was requested however, to date, it has not been provided to edwards lifesciences for review. Per the sapien valve instructions for use (IFU) and the thv training guide, valve malposition and aortic insufficiency are known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Physicians are extensively trained be edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, a combination of patient and procedural factors likely caused or contributed to this event. The initial reporter indicated the image intensifier angle and coaxial alignment of the delivery system/valve was good, the balloon inflation was held > than 3 seconds, there was no loss of pacing capture during deployment, and the final valve position was 60:40 aortic. During deployment of the thv, the blood pressure is reduced with rapid ventricular pacing to assist with accurate placement of the valve. It is possible that after rapid pacing the blood pressure did not restore quickly and therefore there was inadequate flow across the valve to close one of the leaflets. No further actions are required at this time.